Event description:
Follow-up identified initial x-rays indicated the lead had migrated; however, the most recent x-rays were inconclusive. Effective stimulation was restored via reprogramming. Surgical intervention may take place at a later date.

Event description:
It was reported the patient experienced a change in stimulation since having had a fall several days ago. During the programming session, the patient experienced increased stomach and rib stimulation, in addition to loss of stimulation along his pain pattern. X-rays were taken and physician consult is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.